Event description:
It was reported that during a rotator cuff repair, the tip of the device became bent while attempting to position it in the patient's bone. The surgery was completed without further incident using a competitor's product. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The patient identifier and weight were not provided.